Event description:
Related manufacturer report number: 1627487-2023-03753, 1627487-2023-03752. Additional information was received that both of the patient's extensions had high impedances and the patient lost effective therapy as a result. Surgical intervention was undertaken wherein the ipg and both extensions were replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.